Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter was implanted during the operation, and the counterpulsation was normal. But when finished the iab therapy late in the afternoon, it was difficult to withdraw the balloon. After withdrawal, many unidentified solid particles were found inside the balloon. The physician cut the balloon with scissors and took out the solid particles. The iab catheter was removed and not replaced. It was unable to determine its source and composition". It was also reported that no particles fell/remined in the patient. The patient's current condition is reported as "fine".

Event description:
It was reported "catheter was implanted during the operation, and the counterpulsation was normal. But when finished the iab therapy late in the afternoon, it was difficult to withdraw the balloon. After withdrawal, many unidentified solid particles were found inside the balloon. The physician cut the balloon with scissors and took out the solid particles. The iab catheter was removed and not replaced. It was unable to determine its source and composition". It was also reported that no particles fell/remined in the patient. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow bio-hazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Furthermore, the iabc bladder was noted damaged near the distal end of the bladder, which is consistent with the attached video, where the user cut the iabc bladder to remove the blood clots. Dried blood was not-ed on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The customer submit-ted videos and photos were reviewed. In the video the user cut the iabc bladder and removed the dried blood clots. The photo and video show the dried blood clots. In the photo, blood clot was con-firmed present within the iabc bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were not-ed. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A large leak was immediately detected from the distal end of the iabc bladder, which is consistent with the previously noted damaged bladder during the visual inspection. The iabc was leak tested again with the damaged section of the bladder blocked off; however, no other leak was detected. The iabc was visually inspected under the microscope with no other leak site noted. It could not be confidently determined what caused the blood to enter the helium pathway. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resis tance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed based on the visual inspection of the returned sample and customer provided videos/photos with the complaint report. Blood was confirmed present within the helium pathway. Furthermore, the user cut the iabc bladder to remove the blood clots. During the investigation, another leak site was unable to be located. The blood clot within the iabc bladder can result in difficulty removing the iab catheter from the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "catheter was implanted during the operation, and the counterpulsation was normal. But when finished the iab therapy late in the afternoon, it was difficult to withdraw the balloon. After withdrawal, many unidentified solid particles were found inside the balloon. The physician cut the balloon with scissors and took out the solid particles. The iab catheter was removed and not replaced. It was unable to determine its source and composition". It was also reported that no particles fell/remined in the patient. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the reported complaint of iab blood in helium pathway is confirmed based on the customer provided videos and photos. The videos and photos show the blood clot within the iabc bladder/helium pathway. The blood clot within the iabc bladder can result in difficulty removing the iab catheter from the patient. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is u ndetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.